Manufacturer narrative:
The axium prime coil and was returned for analysis. The echelon-10 micro catheter used during the event was not returned. The axium prime coil was returned without the introducer sheath. The axium implant coil pushwire was found to be kinked at 32.5cm from proximal end. The axium implant coil was found to be broken. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was unable to be confirmed as the coil was found to be broken. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that had resistance and was stretched. The patient was undergoing a coil embolization procedure to treat an unruptured saccular left middle cerebral artery aneurysm. The aneurysm max diameter was 3.2mm and the neck diameter was 2.1mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil was selected as the last coil for the procedure. The coil had resistance during delivery and was found to be stretched and could not be implanted normally. It was noted that the catheter was flushed continuously during the procedure. The physician did not reposition the coil during the procedure. The coil was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient. Additional information received reported clarification that there was no resistance felt during delivery of the coil in the echelon 10 microcatheter and the coil came out of the introducer sheath smoothly. The stretch was observed during the filling process.